Event description:
A user facility technician reported a system 1000 hemodialysis device shut down during a pt treatment with no device alarm. The treatment was discontinued and the blood within the extracorporeal blood circuit was returned to the pt. The pt was then treated on another device for the remaining portion of the treatment. There was no pt injury or medical intervention associated with this incident. Treatment parameters consisted of a 400ml/minute blood glow rate, 700ml/minute dialysis flow rate, and a 4-hour treatment time.